Event description:
The coil (subject device) experienced resistance in the catheter. When the physician pulled back the coil, the coil became stretched and had detached prematurely. Additionally, there may be thrombus in the microcatheter. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic examination of the returned device found that the returned microcatheter was kinked at the strain relief, the main coil was noted to be prematurely detached at the detachment zone, and there were no anomalies noted to the main. Functional testing was performed. The microcatheter was flushed without difficulty, there was no evidence of blood or thrombus within the microcatheter. A mandrel was able to be passed through the inner lumen of the microcatheter, friction was experienced at the distal kink. Based on the analysis, the reported event was confirmed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the investigation results and available information, it is possible that the microcatheter was damaged during the clinical procedure causing the difficulty advancing the coil through the microcatheter and the subsequent premature detachment of the coil within the microcatheter. An assignable cause of caused by other will be assigned to the as reported issue, coil in catheter friction and main coil prematurely detached/ separated inside patient. There was no evidence of thrombosis within the microcatheter during analysis, and there was no evidence of stretching to the main coil, therefore an assignable cause of not confirmed will be assigned to patient thrombosis (untreated vessel) and main coil stretched.

Manufacturer narrative:
Subject device is not available.

Event description:
The coil (subject device) experienced resistance in the catheter. When the physician pulled back the coil, the coil became stretched and had detached prematurely. Additionally, there may be thrombus in the microcatheter. There were no clinical consequences to the patient.